Event description:
On (B)(6) 2009, the pt removed a partial insulin cartridge from the infusion device and the plunger became stuck to the piston rod. The remaining insulin spilled into the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.